Event description:
The customer reported that the insulin pump alarmed unexpected restart and external ram crc error. Customer was changing the battery and got unexpected restart alarm. Troubleshooting was done. Customer's blood glucose was 157 mg/dl. It was found in the alarm history that there was unexpected restart and external ram crc error alarm. Customer was concern that he has to go through resetting the time and date, rewind and prime everytime he changes the battery. Advised that the insulin pump is safe to continue using. Customer will monitor the insulin pump and will inquire regarding insulin pump upgrade. It was mentioned that spouse stated that the insulin pump had physical damage. Customer stated there was a scratch on the screen. Customer able to read the screen and will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.